Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A fix was proposed to the customer for the replacement of the gas inlet valve solenoid. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'gas inlet valve failure' and lost the ability to ventilate during pre-use checkout. There was no report of patient involvement.